Event description:
It was reported to philips that the l-arm rotation cover came loose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use when the reported problem occurred. Philips has confirmed that the l-arm cover came loose and was retained by the safety chain. A philips service engineer reseated the l-arm cover. The system was returned to use in good working order.